Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device requires repair. A field service engineer fixed the device. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system it was it was reported by the customer that a pyxis medstation es system was unable to reboot and cannot be signed in. The customer reported that there was a delay in dispensing medication to the patient. As a result, the customer was compelled to obtain the medications from alternative station. There were no adverse events or injuries reported based on this incident.